Event description:
It was reported a malfunction alarm occurred on the pump. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.